Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported loss of consciousness. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had seen the paramedics due to being unconscious. The patient's blood glucose levels was low but no exact levels were given, while wearing the pod longer than 48 hours. The patient did not go to the hospital. The patient was treated with shot but does not know what the shot was. The pod was worn when seeking medical attention.